Event description:
It was reported the patient was experiencing shocking two times a ¿couple weeks¿ prior to the date of this report. It was ¿like sticking your finger in a socket.¿ the patient went in for their post-operative check and the healthcare provider tested it and made sure it was working. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).